Event description:
It was reported following a customer initiated reboot the system failed to boot up. There were no reports of an injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hand switch was replaced during the service call. The system was tested, found to be working as intended and returned to service.